Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of death and myocardial infarction, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedure. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that approximately 5 months ((B)(6) 2013) post xience v stent implantation in the left main and proximal right coronary artery, the patient experienced a gastrointestinal bleed and was hospitalized. On (B)(6) 2013, the patient was working in their yard and went down. Emergency services were called. Upon arrival, the patient was pulseless and unresponsive. Cardiopulmonary resuscition, including medication was initiated and the patient was taken to the emergency department. Efforts to resuscitate were unsuccessful and the patient was pronounced dead. An autopsy was not performed. Cause of death was noted to be acute coronary insufficiency and myocardial infarction. There was no additional information provided.